Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was inconclusive via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet was submerged in a hot tub and subsequently displayed repeated restart ilet (36) alerts associated with an invalid hall sensor state, with the device intermittently unresponsive; the user transitioned to backup therapy and reported no impact to blood glucose levels, and the issue was associated with a motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. The device was returned for evaluation. However, due to no complaints being listed under the device serial number, it was selected to be reworked into a not-for-human-use sales demo. Review of the engineering logs found no abnormal alerts annunciated.